Event description:
On 3/31/2025, it was reported by a sales representative via (B)(4) that a patient's clavicle fracture plate broke. No further information was provided. On 4/21/2025, a patient¿s legal representative reported via email that a clavicle plate fractured. The plate was implanted during an open reduction internal fixation of the right clavicle performed on (B)(6) 2024. On (B)(6) 2024, imaging showed a bent clavicle plate. On (B)(6) 2024, imaging showed a fractured clavicle plate. On (B)(6) 2025, the patient underwent a procedure to remove the hardware. The records indicated patient noncompliance with postoperative protocol contrary to the clavicle plate's directions for use.

Manufacturer narrative:
Additional information: b5, g2, h1, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is improper postoperative care by the patient, as stated in the directions for use, section e: warnings, item 6. Postoperatively, and until healing is complete, the fixation provided by this device should be considered temporary and may not withstand weight-bearing or other unsupported stress. The fixation must be protected, and the postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses being applied to the device. Directions for use dfu-0192-eor8_fmt_en arthrex plates e. Wanings 6. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. 9. Detailed instructions on the use and limitations of this device should be given to the patient. The complaint allegation has been substantiated based on the customer's attached photographs, which clearly depict a bent and fractured plate.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025 , it was reported by a sales representative via sems-(B)(4) that a patient's clavicle fracture broke. No further information was provided. Additional information was requested on (B)(6) 2025 .